Manufacturer narrative:
As reported, a capsure device fastener head (peek cap) fell off when fixating into the cooper's ligament. The subject device was not returned for evaluation. Photo evaluation confirms the peek cap has dislocated from the fastener coil. Based on the information provided and photo review, the most probable root cause of the fastener head breaking during deployment is the result of applied forces when in use. However, without having the sample to evaluate a definitive conclusion cannot be made. Review of manufacturing records shows product was made to specification with no indication of a manufacturing related cause for the event that occurred. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair on (B)(6) 2024, the capsure fixation device was used to fixate the mesh. As reported the fasteners were fixed to the cooper's ligament. During the second actuation it is reported that only the stainless-steel part of the fastener fired, and then the white peek head of the fastener fell out of the device and into the surgical field. The fastener pieces were removed from the patient. It was reported that ¿the surgeon tried once outside the body and the fastener came out as usual and a third shot came out with no problem.¿ there was no patient injury.

Event description:
As reported, during laparoscopic inguinal hernia repair on (B)(6) 2024, the capsure fixation device was used to fixate the mesh. As reported the fasteners were fixed to the cooper's ligament. During the second actuation it is reported that only the stainless-steel part of the fastener fired, and then the white peek head of the fastener fell out of the device and into the surgical field. The fastener pieces were removed from the patient. It was reported that ¿the surgeon tried once outside the body and the fastener came out as usual and a third shot came out with no problem.¿ there was no patient injury.

Manufacturer narrative:
As reported, a capsure device fastener head (peek cap) fell off when fixating into the cooper's ligament. The subject device was not returned for evaluation. Photo evaluation confirms the peek cap has dislocated from the fastener coil. Based on the information provided and photo review, the most probable root cause of the fastener head breaking during deployment is the result of applied forces when in use. However, without having the sample to evaluate a definitive conclusion cannot be made. Review of manufacturing records shows product was made to specification with no indication of a manufacturing related cause for the event that occurred. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device confirms the reported event of the fastener cap detaching from the fastener coil and there was a fastener cap and loose fastener received with the return. The device functioned as intended during functional and simulated use testing and no other peek caps were found to detach in testing. Based on the sample evaluation the fastener cap detachment from the fastener coil is likely the result of an event occurring during user/device interface with forces applied in use while fixating into the cooper's ligament. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.